Event description:
Additional information was received from a healthcare professional via a company representative on (B)(6) 2015 and it was reported that the cause for the empty reservoir was that the physician intended to explant the pump and was weaning the patient off intrathecal medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving marcaine 5mg/ml; 1.3390mg/day and morphine 15mg/ml; 4.017mg/day via an implantable pump for non-malignant pain and chronic low back pain. The event date was (B)(6) 2015. It was reported an alarm was heard and confirmed by telemetry. The patient went to the clinic (B)(6) 2015 due to the pump alarm. Per the logs, the empty pump reservoir alarm occurred (B)(6) 2015. The pump was not going to be refilled as the patient wanted the pump explanted. The patient had not been weaned off the medication. Specific patient symptoms, interventions, troubleshooting/diagnostics, as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.